Event description:
A customer reported experiencing an empty cartridge alarm on their insulin pump along with a discrepancy in the insulin gauge display earlier in the day. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by reloading the same cartridge and was educated by technical support on why the alarm occurs, with advice to call back for further troubleshooting if necessary.